Manufacturer narrative:
(B)(4). Concomitant products: stent: xience v (3.5x23, 3.5x18); other: aspirin, clopidogrel. Unique device identifier (UDI): (B)(4)- a partial UDI is being reported because the lot number was not provided. There was no reported device malfunction and the stents remain in the anatomy. The reported patient effect of death, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that three xience v stents, were implanted in the right coronary artery (rca) on (B)(6) 2010; 3.5x18 in the mid rca and 3.5x15 and 3.5x23 in the proximal rca. On an unspecified date, the patient expired. An autopsy was not performed. No additional information was provided.